Event description:
It was reported that insulin began leaking from the patient line when the customer was filling the cartridge. There was no impact to customers blood glucose level. Customer successfully changed cartridge and resumed insulin delivery.

Manufacturer narrative:
The device has not yet been received for evaluation. Should new relevant information be received a supplemental form will be completed.